Event description:
It was reported by a pt that about 3-4 weeks post a coronary drug eluting stenting treatment procedure, angioedema developed. The pt began to experience lip swelling and difficulty swallowing after a taxus express2 drug eluting stent had been implanted. Medications at that time included asa, plavix, metroprolol and altase. Pt went to see their physician and the altase was discontinued and diovan was started. About three weeks later the lip swelling and difficulty swallowing developed again. Pt contacted the cardiology office and was told if it was related to the paclitaxel, the symptoms would subside within 6-8 weeks after implant. At that time, pt was instructed to discontinue all of their medications and reintroduce them one at a time. The pt also decided to cut eggs walnuts and chocolate out of their diet. The pt was also encouraged to follow up with their primary physician and/or an allergist. The lip swelling has improved and the pt reports now that "it feels normal." Pt has restarted the metroprolol and plavix and will resume the diovan in the next day or two.

Event description:
It was further reported by the physcian that the symptoms the patient experienced were not related to the taxus stent. Therefore, this is a non-reportable event.